Event description:
The hospital reported after administration of anesthesia they noted a drop in blood pressure which increased after initiation of cardiopulmonary bypass. Two minutes later when incising the heart, they noted a large air bubble in the coronary artery and the pt experienced a cardiac arrest. The pt subsequently expired.